Event description:
It was reported the patient was no longer receiving stimulation despite higher amplitude settings. Reprogramming was unable to resolve the issue. X-rays were taken and revealed the lead had migrated out of the epidural space. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention to revise the lead which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.